Manufacturer narrative:
H10/11: the fse confirmed the device would not boot on directly following replacement of the power management (pm) printed circuit board assembly (pcba) and the cause is considered to be due to a defective on arrival (defoa) part. The device was repaired by installing a working pm pcba and returned to service. The defoa part was returned for analysis. This case has been downgraded as it was confirmed that the event occurred during part installation. Therefore, this complaint no longer meets reportability requirements.

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator would not boot on after the power management (pm) printed circuit board assembly (pcba) was replaced. The device was not in clinical use. There was no report of harm.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone #: (B)(6).